Manufacturer narrative:
As reported, during a laparoscopic incisional hernia repair procedure the sorbafix enhanced device failed to fixate the mesh and fell loose. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2026, during a laparoscopic incisional hernia repair procedure the sorbafix enhanced device failed to fixate the mesh. It was reported that a portion of mesh was stapled to the peritoneum, and the remaining fasteners became loose and fell. A capsure device was used to successfully complete the procedure, and the loose fasteners were removed from the patient¿s body. There was no patient/user harm or injury. As reported surgeon is the first-time user of the sorbafix device.